Event description:
During an in-clinic follow-up, the device was entered backup vvi (bvvi) mode after an off-label magnetic resonance imaging (MRI) procedure. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device entering back-up vvi mode was confirmed. It was confirmed that MRI settings were not enabled, resulting in the device entering bvvi. Per specifications, if MRI settings are not enabled prior to MRI, the device will enter bvvi. The device is performed as specified.